Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized. The customer stated that the had low blood glucose levels and the fire department had to wake him up. Customer reported blood glucose levels of 119 mg/dl and treated with glucose. The customer stated that the low blood glucose level was not insulin pump related. Troubleshooting was declined.